Event description:
The following information was reported by the risk manager via a medwatch form: "((B)(4)) patient received from cath lab per bed. Upon inspection, bleeding and hematoma formation at right femoral artery site. Occlusive pressure immediately applied to artery just proximal to puncture site. Cath lab rn assisting and notified md. Order to hold manual pressure for 10 minutes received. Patient had mynx closure device used, but failed to stop bleeding. ((B)(4)) hematoma partially expressed per cath lab rn while maintaining pressure proximally to puncture site. Pressure dressing then applied and 1 liter fluid bag (2.2 lbs pressure) placed over site. ((B)(4)) hematoma has resolved as blood has oozed onto dressing." Note: the risk manager reported that the medwatch form was filled out but not submitted to the FDA.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1309802) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported that the event occurred on (B)(6) 2014 and the device used had expired on 04/30/2014. It should be noted that the safety and effectiveness of mynx have not been established in expired unit. (B)(4).